Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm tested the iabp and observed in error journal log multiple leak in iab circuit alarms on the date of the event. The stm performed all leak test and passed to specifications, the stm then checked the leak in iab alarm which operated to protocol. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use in a patient an air leak in the iab circuit occurred on a cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.